Event description:
Patient presented back to the physician with recurring infection at the ipg site. Physician brought the patient into the or, explanted the ipg and sensing lead, removed a portion of the stimulation lead, and closed.

Event description:
Patient presented to the physician with persistent tenderness and swelling at the ipg site, along with fever. Physician aspirated the chest pocket in the clinic, and the fluid appeared cloudy. Cultures were obtained, and results returned positive for a staph infection. Physician prescribed multiple courses of antibiotics.